Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy, not all of the staples in the device formed a "b" shape. The staples were unformed. There was no patient consequence.